Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
Account alleges an esophageal stent was placed on (B)(6) 2025. During the removal on (B)(6) 2025, the stent broke apart while inside the patient, resulting in emergency surgery for removal. Stent pieces were retrieved, the patient was sent to ICU, and since has been discharged home.